Event description:
Allegedly, loosening ? Stem/lysis ? Stem/peri-prosthetic fracture ? Stem/dislocation/subluxation/adverse soft tissue reaction to particulate. Debris. Side: r. Revision njr: (B)(4). Gender: m. Explanted: femoral stem, acetabular cup (not mpo components).

Manufacturer narrative:
See attached.